Event description:
The customer reported a fluid leak of approximately 2ml from the needle of a coulter lh 750 hematology analyzer. The leak was not contained within the instrument and no error messages or alarms were observed by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found pinched tubing at pinch valve vl57a, causing the needle not to drain correctly. The fse replaced the tubing at vl57a and the instrument ran without any leaks. The repairs were verified per established service procedures. (B)(4).